Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead impedance has been increasing. It has also been reported that the thresholds have risen slightly. The lead remains in use. No patient complications have been reported as a result of this event.